Event description:
The user is experiencing intermittencies with the device on the left side. It originally started when opening his mouth or yawning and the sound would return when he placed pressure on it. Now the sound fades out even without any movement. The user plays hockey and wears a helmet without the audio processor on. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing intermittencies with the device on the left side. It originally started when opening his mouth or yawning and the sound would return when he placed pressure on it. Now the sound fades out even without any movement. The user plays hockey and wears a helmet without the audio processor on. Re-implantation is planned.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user is experiencing intermittencies with the device on the left side. It originally started when opening his mouth or yawning and the sound would return when he placed pressure on it. Now the sound fades out even without any movement. The user plays hockey and wears a helmet without the audio processor on. The user has been re-implanted.